Event description:
Reporter alleged not believing blood glucose monitoring device results were low however being hospitalized for 9 days after passing out and hitting her head causing her nose to bleed. Reporter stated at 7:30 pm passing out and once awakened the device measured 85 mg/dl. Reporter indicated relative took her to the hospital and it was not remembered if treated at hospital or if glucose was tested. Reporter stated not believing her glucose was that low at the time of alleged incident and no controls were used. Reporter also stated being treated for a nose bleed at the hosp and then released. A request was made for the return of the suspect device and replacement product was sent.